Event description:
Device 2 of 3 : reference MFR. Report#: 3006705815-2018-03478, 3006705815-2018-03480. It was reported the patient was to undergo lead replacement on (B)(6) 2018 (please see related MFR. Report#: 1627487-2018-10573 and 1627487-2018-10574). The physician was unable to implant new leads due to scar tissue, and the procedure was thus abandoned.